Event description:
Per report received from switzerland, it was a case of a 26mm sapien 3 ultra valve in aortic position which was implanted in 2020. The anticoagulation regimen after the procedure was apixaban, with questionable compliance at the time of the event. Moreover, the patient was suffering reduced physical capacity and, two days before performing valve-in-valve (viv), patient presented heart failure and angina, then deteriorated and required inotropic support. Then, the patient underwent urgent cardiac catheterization in which severe stenosis was detected after approx. Three (3) years post-procedure, with mean echo gradient 52mmhg, due to thrombosis and diffuse severe halt of all leaflets with severely restricted valve opening in the systolic phase, visible in CT, but no calcification. It was administered heparin immediately after the identification of severe stenosis. At the time of the viv, which was performed with another 26mm sapien 3 ultra valve, the patient was in cardiogenic shock with a severely impaired lv function and requiring inotropic support. The final patient outcome was good with marked clinical improvement on the following day (mean transvalvular gradient 8mmhg) and no relevant ar. The patient was hospitalized and, then, discharged with vit k antagonist (marcoumar). As per medical opinion, the root cause of this event was a questionable compliance of anticoagulation regimen at the time of event.

Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intraprocedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient-s anticoagulation status (act at >250 seconds) during the procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (questionable compliance of anticoagulation regimen at the time of event) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : remains implanted.